Event description:
During an in-clinic follow-up, a dehiscence of the device pocket was observed. The device was explanted, the pocket was cleaned, and a replacement device was successfully implanted to resolve the event. The patient was in stable condition.